Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that it took five attempts at inserting a new battery for her insulin pump to acknowledge that the new battery was in. Her blood glucose at the time of incident was within a normal range. Troubleshooting was initiated for the blank display anomaly, and the insulin pump appeared to be functional and undamaged. The customer was advised to insert a new aaa alkaline battery as soon as possible, and if the display does not return then revert to a back-up plan per health care provider's instructions until the replacement battery cap arrives. No products were returned and a replacement battery cap was shipped to the customer.